Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after and unspecified procedure. Reportedly, there was difficulty parking the foot. The lever was manipulated and the foot retracted. The device was removed uneventfully and hemostasis was achieved with the sutures. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information.